Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the device performed to specification. Based on the microcontroller unit (mcu) version 2.5, the average output of 188 joules is within the versions' specification. The mcu was upgraded to version 4.5 to bring the specification up to date. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.